Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of intimal dissection is listed in the xience prime, everolimus eluting coronary stent system, instructions for use as a known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the heavily tortuous, mildly calcified, 99% stenosed, mid, left anterior descending (lad) coronary artery. Pre-dilatation was performed and a 2.5 x 23 mm xience prime stent was successfully deployed. Following stent deployment, an edge dissection was observed. A new xience prime stent was successfully used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.